Event description:
It was reported that while using the bd instrument max clinical with the bd sars-cov-2 reagents for bd max¿ system, false positive results were obtained by laboratory personnel. Repeat testing results were negative. There was no report of patient impact. The following information was provided by the initial reporter: n1 target only present but repeated as negative upon retesting environmental testing perform and contamination with n1 target was ruled out.

Manufacturer narrative:
H.6. Investigation: the complaint alleges the bd max instrument (catalog number 441916 and serial number (B)(6) ) had a "false positive" result. Customer reported that they are receiving n1 false positive on covid run and reruns would result in a negative result. Field service was dispatched. Field service performed em to rule out contamination. After reviewing the curve with the customer, they noticed late /low amplification. Field service recommended to the customer to clean before and after each run and change gloves frequently. Instrument was returned to the customer functional. Review of device history record for instrument serial number,(B)(6) is not required because this complaint does not allege an early life failure or a failure at install. Device was installed on (B)(6) 2021, and since then other service activities have occurred, such as preventative maintenance and repair, which have changed the configuration of the instrument since release from manufacturing. Service history review was performed for the instrument(B)(6) and no additional work order was observed for the complaint failure mode reported. No samples were returned for investigation, returned sample analysis was not performed. Root cause cannot be determined with the information provided. Complaint is unconfirmed by field service during review of curves. Review of risk management files confirms there are no new, modified, or additional risks associated with this failure mode. Bd quality will continue to monitor trends associated with this failure mode.

Event description:
It was reported that while using the bd instrument max clinical with the bd sars-cov-2 reagents for bd max¿ system, false positive results were obtained by laboratory personnel. Repeat testing results were negative. There was no report of patient impact. The following information was provided by the initial reporter: n1 target only present but repeated as negative upon retesting environmental testing perform and contamination with n1 target was ruled out.

Manufacturer narrative:
Medical device expiration date: na. There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: PMA / 510(k)#: k130470. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.